Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: approximately 1/2" of the staple line was malformed. This malformed area of the staple line was resected and a new staple line was formed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Unanticipated tissue loss occurred. No patient injury was reported.